Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call hospitalization for low blood glucose levels. The customer's blood glucose level at the time of admission was 106mg/dl when checked, but believed to have been 40mg/dl. The customer states there was a possibility of over bolus and the sensor not working. No further information was provided.